Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: microscopic examination and tactile inspection revealed numerous kinks throughout the distal shaft, a separation at the shaft/collar area and the ptfe pulled completely out of the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on product analysis approval date of 1 sept 2015. The 95% stenosed target lesion was located in the moderately calcified, moderately tortuous distal right coronary artery (rca). The physician was able to engage the lesion with a 6f non bsc guide catheter and guidewire. A guidezilla extension catheter was then attempted to advance across the lesion, but failed to cross the tortuosity near the lesion. A semicon balloon was advanced and then the anchor technique was performed to deliver the guidezilla, but still could not cross the lesion. When the semicon balloon and the guidezilla were removed from the patient together, the sleeve at the most distal area of the collar was found kinked. The procedure was completed with a non bcs device with no complications reported. The patient status was good. However, product analysis revealed the shaft broke.